Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12-may-2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing after four weeks incubation at room temperature failed the acceptance criterion for ica points outside total allowable error (ea) found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure, and is being investigated in quality record (qr) (B)(4).. An unrelated previously identified deficiency for filling issues is also being investigated in qr(B)(4).